Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer declined to load a new cartridge to resolve the issue. Customer¿s blood glucose level was between 80-240 mg/dl. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.